Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis found the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert, and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. (Lia) rv lead integrity alert warning occurred for increased sic count and 2 or more high rate-ns episodes less than 220 ms on (B)(4)-2016. Rv pace lead impedance was 4047 ohms on (B)(4)-2016. Sensing integrity counts went up to 1025 (within 6 days) along with evidence of oversensing. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance, noise and high sensing integrity counter (sic). It was noted that there was a possible fracture. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.